Manufacturer narrative:
UDI # unknown. (B)(4). The original device was returned without the original packaging. Visual examination of the device revealed that there was no break or crack in the double swivel elbow, however, a deformation of the elbow was noted. One side of the elbow was not fully formed, leading to a smooth, rounded appearance. This deformation may have caused the finished product to leak and cause the system alarm. The deformation was determined to be caused by a molding defect. Corrective action was taken to repair the mold. The device history record for m4342t505 was reviewed and the product was produced according to product specifications. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4).

Event description:
It was reported that a respiratory alarm was triggered due to a leak from a crack in the double swivel elbow. There was no patient injury and the device was replaced.